Manufacturer narrative:
(B)(4). Upon further review of the customer complaint, please disregard all information in report number 3004753838-2016-2016-27965 as this was submitted in error. Due to no issue other than transmitters which had never paired is not a reportable event.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 06/22/2016 to report that on (B)(6) 2016, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available.